Event description:
It was reported that sometime post a port placement, the port removed due to subcutaneous leakage. Reportedly, blood backflow was present. Reportedly, the patient experienced pain. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products are identified in d2 and g4. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport slim implantable port attached to a catheter and one cath-lock was returned for evaluation. Visual, microscopic, dimensional and functional evaluations were performed on the returned device. The distal catheter segment was not returned. The cath-lock was received detached from the port body. The port was patent to both infusion and aspiration without issue. Therefore, the investigation is inconclusive for the reported leak issue as the complete catheter was not returned for evaluation. However, the investigation is inconclusive for the reported blood backflow issue as the exact circumstance at the time of the reported event was unknown. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the port removed due to subcutaneous leakage. Reportedly, blood backflow was present. Reportedly, the patient experienced pain. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products are identified in d2 and g4. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport slim implantable port attached to a catheter and one cath-lock was returned for evaluation. Visual, microscopic, dimensional and functional evaluations were performed on the returned device. The distal catheter segment was not returned. The cath-lock was received detached from the port body. The port was patent to both infusion and aspiration without issue. Therefore, the investigation is inconclusive for the reported leak issue as the complete catheter was not returned for evaluation. However, the investigation is inconclusive for the reported blood backflow issue as the exact circumstance at the time of the reported event was unknown. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (component) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent for a port placement procedure using powerport slim implantable port, chronoflex single-lumen, kit, 6f. It was reported that sometime post a port placement, the port removed due to subcutaneous leakage. Reportedly, blood backflow was present. Reportedly, the patient experienced pain. There was no reported patient injury.